Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and radicular pain syndrome. The patient had a revision surgery on (B)(6) 2018. Their spinal cord stimulator (scs) therapy worked at first, but it gradually worked to relieve less and less over the years. The patient had to keep increasing their medications to cover their pain. Their healthcare professional (hcp) recommended a revision surgery to replace the ins and revise the existing leads to new locations. It was unknown when the gradual loss of pain relief began. No further complications were reported/are anticipated.